Manufacturer narrative:
The device was used for treatment not diagnosis. Unk lot number. Without the lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The visual inspection of the returned device performed as part of the product investigation reported the 04.210.116 2.4mm va locking screw was received with approximately 2mm of the head broken off. The 04.111.631 va lcp distal radius plate was received with 7 screws. 3 va locking screws have broken off heads. Closer inspection under high magnification of the plate and subsequent hole thread engagement patterns reveals that 5 of the 6 distal va locking holes only were used. It appears that both a 2.7mm and 2.4mm cortex were used in 2 of the combi holes and it appears that 1 va locking screw was used in a non-locking part of at least 1 combi hole. All va locking screw heads used in the construct show evidence of specific directional thread deformation consistent with excess angulation. This element would significantly limit the locking screw head¿s thread engagement to the plate further compromising the strength of the construct. This pattern of screw placement and selection provided for a less than optimal construct permitting undesired movement of the plate eventually compromising then shearing of the heads of 3 va locking screws by way shear forces likely generated through patient movement. It is apparent that the distal radius plate construct was not optimized which led to this complaint. Drawings 02_210_108 rev.h, 401_756 rev.c, 402_866 rev.c & se_186740 rev.h were reviewed and determined to be suitable for their intended design, application and dimensional conformity when used together as recommended. The evaluation evidence suggests that the method of use for the screw/plate interface has led to this unconfirmed complaint for the plate, confirmed for these 3 broken screws and none are the result of a detected design deficiency. Complaint was determined to be a product malfunction by clinical, the initial medwatch report indicated serious injury and product malfunction f10 patient code not applicable, device code corrected for product malfunction if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a procedure on a fracture of the left distal radius on (B)(6) 2014. The surgeon implanted 5 variable angle screws into a 3 hole plates, with 5 variable screws, 2 cortex screws, and a titanium plate. The patient returned to the surgeon on an unknown date and it was discovered that the 3 heads sheared off of the 2.4 mm variable angle locking screws. The screws were broken. The hardware removal was performed (B)(6) 2014. Application of an external fixator was performed. The procedure was successfully completed with no patient injury reported. Report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Report was initially submitted on november 13, 2014 but the FDA site was down. Advised by FDA on november 19, 2014 to resubmit medwatch device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.